Manufacturer narrative:
The insulin pump passed the displacement test, rewind, occlusion test and prime test. The device was received stuck in motor error loop during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. The customer's blood glucose was not known. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the insulin pump was not dropped. The customer was reportedly able to prime the insulin pump. Nothing further was reported.